Event description:
As reported by an edwards field clinical specialist, 3 years and 2 months post implant of a 23mm sapien 3 valve in aortic position, the valve had mildly restricted leaflet motion. The calculated aortic valve area using the continuity equation is 0.9 cm2 and aortic mean pressure gradient is 39 mmhg. The gradients are elevated in the setting of hyperdynamic systolic function and patient-prosthesis mismatch. The patient will likely need valve explantation followed by a surgical valve implanted due to the patient's coronary height in relation to the tavr frame.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, 3 years and 2 months post implant of a 23mm sapien 3 valve in aortic position, the valve had mildly restricted leaflet motion. The calculated aortic valve area using the continuity equation is 0.9 cm2 and aortic mean pressure gradient is 39 mmhg. The gradients are elevated in the setting of hyperdynamic systolic function and patient-prosthesis mismatch. The patient will likely need valve explantation followed by a surgical valve implanted due to the patient's coronary height in relation to the tavr frame. The patient was treated 3 years and 3 years post implant with a 20mm sapien 3 ultra valve without issue. Final inv gradient was 9, echo gradient was 11.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for patient prosthesis mismatch was confirmed based on medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. As reported, "3 years and 2 months post implant of a 23mm sapien 3 valve in aortic position, the valve had mildly restricted leaflet motion. The calculated aortic valve area using the continuity equation is 0.9 cm2 and aortic mean pressure gradient is 39 mmhg. The gradients are elevated in the setting of hyperdynamic systolic function and patient-prosthesis mismatch". Due to insufficient information, the reason behind of patient-prothesis mismatch was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.